Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the direction pin was broken. Furthermore, the following additional issues were identified during inspection: there was foreign material inside the tube, causing a blurry image, the distal end was worn, and no color ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the direction pin fell off the telescope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely due to excessive force by the customer during use. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.